Manufacturer narrative:
(B)(4) - anastomosis insufficiency. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture,

Manufacturer narrative:
(B)(4) - it was reported that the anastomatic failure was not related to the suture product or the medical intervention. Therefore, this is no longer an ethicon reportable complaint.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed anastamosis insufficiency on unknown date and was treated with reoperation on unknown date and hartmann & aposs procedure. It is unclear at this time how the suture used for facial closure was related to the anastomotic insufficiency. Additional information has been requested.